Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had recently been released from the hospital due to diabetic ketoacidosis. The customer's blood glucose had increased since they had run out of insulin pump supplies. No further details were provided regarding the hospitalization. Additionally, the insulin pump had an unexpected restart error alarm. During troubleshooting it was confirmed that the customer had been off of the device for the duration of the hospitalization; the insulin pump was stored or not in use for an extended period of time. The customer cleared the alarm was successfully rewound and prime the insulin pump. The insulin pump was not returned for analysis.